Event description:
Info rec'd indicates the bed is located in the storage area and the head hi-lo section is drifting down.

Manufacturer narrative:
The technician replaced the s10 solenoid valve to repair the bed.